Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Forty three devices were received for evaluation. Overheating was confirmed in 41 of the devices evaluated. Thirty two reported devices were found to have loose drive links. Seven reported devices had loose drive links and damaged bearings. Two reported devices were found to have damaged bearings. The reported event was not confirmed for 2 devices; the devices were found to be within specifications for the reported event. One device was not returned for evaluation, therefore, overheating was not confirmed. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 44 </noe> malfunction events, in which the device overheated. There was no patient involvement with 17 reported events, there was patient involvement with 24 reported events, one of which was a total knee replacement and no details on the type of surgical procedure with the other 23 devices; no patient impact. There were 3 reported events in which information was requested from the user facility, but no information was available.